Manufacturer narrative:
H6: fdc d02 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the packaging carton, packaging tray, both inserts, device, and an open pouch were returned in a large resealable bag. A 10ml syringe was also returned with the components. Upon inspection, the packaging carton was damaged, and the pouch was open on three of four sides. Traces of contamination were observed on the cuff and inside the tip of the tube, and the red electrode trace pad had a deep scratch. When a syringe was used to inject 15cc of air into the cuff, it immediately deflated and could not maintain inflation. Closer inspection revealed a puncture near the proximal end of the cuff. The device failed due to damaged condition upon return and the inability to inflate. H6: fdm b17, fdr c20, img g04134, and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the trivantage emg endotracheal tube was placed into patient and the anesthesiologist attempted to inflate the balloon but it was not inflating. The trivantage emg tube was then replaced with another unit and it functioned properly. There was no patient impact.